Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 in order for the patient to upgrade to a newer technology. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.